Event description:
A catheter problem was reported, the catheter was dislodged. The catheter was pulled out and coiled in the pt's back. It was thought that the pt pulled the catheter out when scratching his back. The drug used in the pt at the time of the event was unk baclofen and morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).